Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s implant doesn't work. The hcp stated that they did not know what that meant. The patient also did not bring their remote, so they were not sure if the implant was defective or if it works, but just doesn't help the patient. It was indicated that the symptoms reported were related to the patient¿s device/therapy. The event date was asked but was unknown. No further complications were reported/anticipated.